Manufacturer narrative:
Results and conclusions: (unstable guide catheter). (Direct stenting was attempted - IFU states to pre-dilate the lesion prior to stenting). (Lesion morphology -70% stenosis). (Stent dislodgement). (Device or procedural images not received for evaluation). (B)(4).

Event description:
It was intended to use a resolute integrity rx drug eluting stent to treat a lesion in the ostium of the rca. The vessel was non calcified , straight and had 70% stenosis. The device was removed from packaging as per IFU, inspected before use and negative prep was performed, all with no issues noted. An attempt was made to direct stent the lesion. The guide and wire were both non-medtronic devices. During attempted deployment of the stent, when the balloon was at 4 atm for 28 seconds, the guide, wire and stent "flipped out of the rca", causing the stent to dislodge. The balloon was immediately deflated , and the physician attempted to slide the balloon back into the stent. The stent; however, moved forward and the aortic blood flow carried the stent off the wire and into the patient's vascular system. An attempt to locate the dislodged stent was made using an x-ray but it could not be found. Another resolute 4.00 x 12 mm stent was deployed in the rca instead. No other clinical sequelae or patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Image review: the images show a lesion in the proximal rca at the ostium. There is no evidence of pre-dilation. A 9mm stent is delivered to the lesion location. Images are not seen of the balloon inflation and the partial deployment of the stent. No images were provided of the gc flipping out of the vessel resulting in the issues encountered. The stent was not located &#14356;he physician provided multiple images of the search for the stent.